Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/2/2021. Additional information: b6, b7. Additional information was received. Patient reported feeling better, swelling remains around the site about 13 weeks post op. My surgeon believes it's from the reaction. The swelling has been there for so long the skin more than like won't go back and will stay stretched out. Also it seems that the reaction triggered my body to be more sensitive. The allergist said it may take some time for my system to go to normal after the reaction because it was so severe, she explained it like a cascading effect. On antihistamine and zyrtec daily. No issues with allergies in the past. Only with this procedure and my last procedure. Both done with the same surgeon. I had blistering at the surgical sites from my last procedure. So my doctor this time avoided mastisol adhesive and used dermabond instead and the same thing happened, but worse the rash spread. Both adhesives are positive on the scratch test done at the allergist. I am a periop nurse, both products are used aeroallergies. In my patients but I wouldn't consider it direct exposure or contact to make me sensitive like this to form and allergy. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent is a photo available of the reaction? It was noted that 3 rounds of steroids were prescribed, were there any other medical or surgical interventions performed? Please describe how the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Patient demographics: age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Can you identify the product code and lot number of the product that was used? Product will not be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A patch test at the allergist developed blistering, swelling, redness and its weeping. Patient is looking for the ingredients of dermabond so that she can avoid the trigger ingredient. Additional information was requested however not received. To date device not received. If further details are received at a later date a supplemental medwatch will be sent. Please verify the event information above for accuracy. How are you feeling? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please complete the form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a c-section scar revision procedure on (B)(6) 2020 and topical skin adhesive was used. About two days post op the patient had a reaction with contact dermatitis on her abdomen, groin and her thighs which was red swollen and itchy. Patient was given three rounds of oral steroids and a long with a topical steroid cream. Additional information has been requested.